Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 12 x 3.00mm stent delivery system was returned for analysis. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted. The balloon was in a wrapped state, and crimp markings were visible on the balloon profile. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 01-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 12x3.00mm, eccentric and de novo target lesion with a bend of >=90 degrees was located in the calcified distal right coronary artery. Following predilatation, a 12 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent detached.